Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: incomplete component deployment, endoleak, surgical conversion.a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. It was reported that the trunk ipsilateral leg component was advanced through a 16 fr gore® dryseal flex introducer sheath and when the proximal end was deployed the contralateral leg gate did not open. The physician was unable to cannulate the contralateral gate with a guidewire. The gate was reported to be compressed due to stenosis and the angulation of the patient's anatomy. The ipsilateral leg of the was then completely deployed, and an additional contralateral leg component and an iliac extender component were placed to extend coverage of the ipsilateral leg component. Procedural angiography revealed an unknown endoleak thought to be a proximal type I or a type ii. An aortic extender component was placed proximally, additional angiography was performed and determined a type ii endoleak persisted. The physician chose to perform an aorto-uni-iliac (aui) and femoral femoral bypass. The procedure was completed without further complications. The patient tolerated the procedure.